Event description:
International customer reported that the needle failed to release from the suture as anticipated. The surgeon made a second attempt to release the needle and subsequently caused a scrub nurse to sustain a needlestick to the finger. The scrub tech was given first aid and administered a tetanus injection.

Manufacturer narrative:
Conclusion code: the product upon which medwatch is based is anticipated. Once the product is received any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.